Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected in the sample collected from the instrument channel of the subject device. [1st time; (B)(6) 2019] escherichia coli, candida albicans, enterobacteria and enterococci. [2nd time; (B)(6) 2019] escherichia coli, candida albicans, enterobacteria and enterococci. Other detailed information such as the number of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.